Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device returned for evaluation. It is known risk of the procedure. It is indicated that the device was used with force causing it to damage the device. IFU warns against applying excessive force. There is no indication that the complaints is due to design or manufacturing issue.

Event description:
After successfully implanting a bifurcated device and a limb extension the physician experienced difficulty retracting the inner core of the delivery system. An angiographic image showed the tip had gotten stuck at approximately the midpoint of the deployed limb extension. The physician pulled harder on the inner core at which time the company representative present at the case reminded the physician to not twist the inner core. The physician was able to completely retract the inner core. When the limb extension delivery system was removed it was noted the tip of the delivery system had broken off and remained in the patient. The physician removed the afx introducer system and the delivery system tip was seen protruding from the arteriotomy. The delivery system tip was easily removed with a hemostat. The delivery system tip appeared to have separated behind an anchor bead on the polyimide tubing. The procedure was completed without further complications. The limb extension delivery system is being returned for evaluation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.